Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The information obtained is limited to the article. There is no discussion within the article, or indication of the devices used to be directly or indirectly related to any reported patient outcome. Hernia recurrence is known inherent risks of surgery. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-sep-2002) is provided as an estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article, ¿predictive factors of recurrence after laparoscopic incisional hernia repair: a retrospective multicentre cohort study" the article describes retrospective cohort study conducted on patients who underwent elective laparoscopic incisional hernia mesh repair from (B)(6) 2002 to (B)(6) 2017 using eptfe meshes (non-bard mesh), composite meshes (bard composix and non-bard meshes), coated meshes (bard sepramesh ip, ventralight st and non-bard meshes) and partially absorbable meshes (non-bard mesh) with nonabsorbable and absorbable tackers. 312 patients involved in the study, at a mean 22-month follow-up 273 patients presented no recurrence of incisional hernia and 39 had recurrence in which 15 patients were reoperated. Eighteen of 39 patients in the recurrence group used a partially absorbable mesh (non-bard mesh), which was withdrawn from the market in may 2016 following analysis of data from two, large, independent hernia registries that showed higher than average rates of recurrence compared with other meshes. Remaining 21 patients were from eptfe meshes group (7), composite meshes group (5) and coated meshes group (9). The article does not specify that the reported outcomes were associated with any of the products used to treat the patients.